Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported their dds diagnosed them with class I molar occlusion, class ii canine occlusion posterior and anterior open bite, class 1 mobility #23 and #26, and class 2 mobility #24. The patient was advised to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.